Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used on an unknown date. According to the complainant, the tip of the laser fiber broke off easily. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of fiber tip detached. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.